Event description:
The pt was implanted with a bi-ventricular assist device (bivad). Approx 11 months post-implant, a thrombus formation was observed inside of the pump supporting the right ventricle (rvad) and a decision was made to exchange the pump.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump with no further issues reported. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.